Manufacturer narrative:
The field service engineer (fse) discovered loose tubing from pinch valve lv9. The fse reconnected the tubing and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the loose tubing. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately 15 liters of diluent leaked from the right side of the instrument onto the counter and floor involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.